Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient experienced continuous ectopy during the case. It was reported that tombstone 'st' elevations in both vessels, bradycardia and pressure drops in the patient were observed. It was reported that the medical staff performed a percutaneous coronary intervention, and the impella device was explanted. The procedural outcome was the patient survived.